Manufacturer narrative:
Concomitant medical products: product ID: neu_wrench_acc, product type: accessory. (B)(4)

Event description:
The company representative (rep) reported that when the resistance was measured after implantable neurostimulator (ins) replacement, a high impedance was displayed. Abnormalities in the resistance value was noted. Nothing changed, impedances were still high, even after it was reconnected again, so a backup ins was used. There were no health hazard to the patient. The indication for use is parkinson's disease. If additional information is received, a follow up report will be sent.